Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of the initial surgical procedure? Product code and lot number? Were there any intra-operative complications/concurrent procedures? Onset date-time of symptoms (pain, utis, urgency and incontinence) from initial surgery? Was there any deficiency or anomaly of the mesh noted? If yes, please describe it. Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or returned to the same? Location and character of the pain? How were post-operative symptoms treated? What was an indication for mesh removal procedure? Date and findings of mesh removal surgery? Were the symptoms resolved after mesh removal? What is the patient's current status? What is physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced pain, urinary tract infections, urgency and incontinence. The mesh was removed on unknown date. Additional information has been requested.